Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained r-wave oversensing with myopotential inhibition was observed. Physician elected to continue to monitor the patient. Patient is stable.